Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she went to the emergency room on (B)(6) 2016. An infection from an infusion set caused her to go to the hospital. Her blood glucose level was not reported. The customer was wearing the insulin pump at the time of hospitalization. The customer was taking steroid injections and it was bringing her blood glucose to above 400 mg/dl. She did not wear the insulin pump during the steroid injections because her blood glucose level went high. The customer took additional shots in the morning and boluses for meals with the insulin pump. In 2001 her blood glucose level went down from 46 mg/dl to 50 mg/dl. She could not wear the insulin pump for long periods. The customer treated her low blood glucose level with food and glucose tablets. The device was not returned.